Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device and verified the reported issue. The service provider found power cable of external monitor was loose and reconnected. The ventilator is in working condition and has been returned to use. Covidien was not authorized to evaluate/service the device.

Event description:
It was reported that during set up the e360 ventilator had blank display. There was no patient involvement.